Event description:
I had a stryker trident ceramic hip implanted in 2007. I experienced pain and a major problem with my gait. The pain was chronic. When ever I would go from a sitting to standing position after more that 30 minutes of sitting, I experienced white hot pain when I stood. When I first started walking after sitting, I experienced pain in my upper thigh or groing area until I had walked fot a while. My energy level was very low due to dealing with constant chronic pain. Dates of use: 2007 - 2008. Diagnosis or reason for use:degenerative joint disease, right hip. Event abated after use stopped: yes.